Event description:
Clinical study. Same case as 6000093-2006-01541. It was reported that 118 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). Patient presented with unstable angina pectoris before the index procedure. The physician treated a denovo target lesion located at the proximal left anterior descending artery (prox lad) with predilation and successful placement of a taxus express2 2.75x24mm drug eluting stent. The index procedure also treated a denovo target lesion located at the mid left anterior descending artery (mid lad) with predilation and successful placement of another taxus express2 2.75x20mm drug eluting stent. Both target lesion characteristics were not provided. There were no reported complications. The patient was discharged the next day on aspirin. At 118 days after the initial procedure the patient complained of recurrent chest pain and required a tvr at the prox lad. The proximal portion of the lad showed a new 75% stenosed lesion. The first stent at the prox lad was widely patent extending across the origin of a small diagonal which contains chronic ostial disease of 90%. The second stent at the mid lad was also widely patent extending across the origin of a small 2nd diagonal which contains chronic ostial disease of 70-90%. The distal lad contains luminal irregularities of 30%. The patient underwent coronary artery bypass graft (CABG) surgery using the internal thoracic artery to the lad with optimal results. The patient was on aspirin at the time of this cardiac event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.